Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent lot 51590ud00 was identified.

Event description:
The customer reported an elevated architect stat high sensitive troponin-I result for 61-year-old male patient 2 days prior had dizziness with a small fleeting loss of consciousness when bending down. Patient was also quite tired. The patient had no specific symptoms of a heart problem. The following data was provided: sid (B)(6): on 07jul2023 at 2:44 pm: initial troponin result = 190.5 pg/ml; no repeat testing performed by the laboratory. Due to the elevated troponin result the patient was transferred to the emergency room. The cardiac assessment was normal without any harm to the patient. The patient did not receive any treatment. No additional patient information was provided by the customer. The troponin in the emergency room generated a result of 7 pg/ml by another technique. The customer¿s expected value for males is < 34.2 pg/ml. The internal qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: sid (B)(6) (complete sample ID documented here as it exceeded the number of characters that could be used). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported an elevated architect stat high sensitive troponin-I result for 61-year-old male patient 2 days prior had dizziness with a small fleeting loss of consciousness when bending down. Patient was also quite tired. The patient had no specific symptoms of a heart problem. The following data was provided: sid (B)(6): on (B)(6) 2023 at 2:44 pm: initial troponin result = 190.5 pg/ml; no repeat testing performed by the laboratory. Due to the elevated troponin result the patient was transferred to the emergency room. The cardiac assessment was normal without any harm to the patient. The patient did not receive any treatment. No additional patient information was provided by the customer. The troponin in the emergency room generated a result of 7 pg/ml by another technique. The customer¿s expected value for males is < 34.2 pg/ml. The internal qc was within range. There was no impact to patient management reported.